Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the survey, 20 patients experienced infiltrates or granulomas which was seen in few cases treated non-surgically. Three patients experienced wound dehiscence which sent early back to theatre for re-suture. Ninety patients experienced pain with redness around the wound. Twenty patients had early onset of unexpected fibrosis. Thirty patients had suture broken and were sent early back to theatre for re-suture.